Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker reverted to safety mode. It was also that the patient experience presyncope events likely due to unipolar sensing. This device was explanted and successfully replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker reverted to safety mode. It was also that the patient experience presyncope events likely due to unipolar sensing. This device was explanted and successfully replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to field h11:additional MFR narrative upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The device case was opened, and the battery was removed and forwarded for detailed testing. Testing confirmed the battery cell was depleted; however, despite analysis, the root cause of the battery issue could not be confirmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker reverted to safety mode. It was also that the patient experience presyncope events likely due to unipolar sensing. This device was explanted and successfully replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.